Event description:
Baxter foreign affiliate reported the home patient (hp) was overfilled with fluid while using the homechoice cycler for apd therapy. Foreign affiliate reported at the end of the apd therapy using the homechoice cycler, the hp developed dyspnea and went to the consulting department at the hosp. Affiliate reported at the hosp it was noted the hp's weight was 5 kg greater than it was the day before. The hp was placed into a drain and 3500 ms of fluid was removed, 1500mls greater than the homechoice cycler's programmed fill volume of 2000mls. The homechoice cycler was subsequently replaced and the hp has used replacement homechoice cycler with no reported difficulties.